Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient felt that vision was worst when looking at distance. There was myopic surprise due to prior lasik. The lens was exchanged for an unknown advanced technology intraocular lens (atiol) approximately 2 month after the initial implant procedure. Additional information has been requested.